Manufacturer narrative:
Manufacturer narrative. Clinical code: 4440 - thrombosis/thrombus: the site reported an event of thrombosis at the distal end of the stent graft and within the descending aorta. IFU 301-216 thoraflex hybrid gelita MDR multilingual rev 0 review confirmed thrombosis as a potential adverse event in section 8. Impact code: 4644 - medication required: the patient received anticoagulation therapy. Medical device code: 2889 - deformation due to compressive stress: from scan review and additional information received from the site, kinking of the device was identified. 2976 - material deformation: scan review identified infolding of fabric between 3rd and 4th stent rings. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (occlusion/ thrombosis) gave an occurrence rate of 0.237% (complaints v sales). Increasing trend in the number of complaints received has been identified and ia233 impact assesment was raised 4111 - communication/interviews: additional information was received from the site which confirmed, the event lasted until 15 jul 2019. There was slight kinking in the middle portion of the stented section of device. The patient did not indicate any allergies to the graft components. Also scan review was performed that concluded; it was reported that anticoagulation therapy was a likely factor in the thrombus formation. The thoraflex hybrid device appears to have been implanted as intended. In addition to the anticoagulation therapy, other possible contributing factors may be; kink in ascending segment of the device, compression of device at level of collar, possible infolding of fabric between 3rd and 4th stent rings. 3331 - analysis of production records: comprehensive batch review was performed and did not identify an issue during the manufacturing of this device. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3211 - deformation problem: during scan review it was identified that there was, kink in ascending segment of the device, compression of device at level of collar, possible infolding of fabric between 3rd and 4th stent rings. Investigation conclusion: 50 - adverse event related to patient condition: it was reported that anticoagulation therapy was a likely factor in the thrombus formation. 22 - known inherent risk of device: during scan review it was identified that there was, kink in ascending segment of the device, compression of device at level of collar, possible infolding of fabric between 3rd and 4th stent rings.

Event description:
As reported thor study: thor-001 the device was implanted on (B)(6) 2019 and the event of thrombosis occurred on 29 mar 19. Event was reported to tag on 06 may 24 thrombosis at distal stent graft end and within descending aorta. Anticoagulation was the treatment provided to the patient to address the issue of thrombosis at the distal stent graft end and descending aorta. The patient's pre- conditions were hypertension and hyperlipidaemia. No surgical intervention was required, and the patient outcome was resolved without sequelae on (B)(6) 2019. This report is being submitted as a initial-final for manufacturing report #9612515-2024-00035 to provide event closure information for comp (B)(4).

Manufacturer narrative:
Manufacturer narrative clinical code: 4440 - thrombosis/thrombus: the site reported an event of thrombosis at the distal end of the stent graft and within the descending aorta. The patient recovered from the thrombosis event. 2067- sepsis: the site confirmed standard surgical procedure transesophageal echocardiography (tee) probe was used which resulted in perforation to the esophagus leading to sepsis. 2399 - perforation of esophagus: the site confirmed standard surgical procedure transesophageal echocardiography (tee) probe was used which resulted in perforation to the esophagus leading to sepsis. 4598 - reduced blood flow - update from site confirmed the patient suffered a inhomogeneous contrasted spleen perfusion and a splenic infarction on 29 mar 2019. This led to a patient hospitalisation/extension of patient hospitalisation. Impact code: 4644 - medication required: the patient received anticoagulation therapy 1802 - death: the patient death was due to the sepsis event on 08 aug 2019. 4607 - hospitalisation or prolonged hospitalization: the patient was in the hospital for a total of 137 days due to multiple event. 4624 - surgical intervention: due to the perforation, medical and surgical intervention was required, including an esophagectomy and endoscopic vacuum assisted closure (endovac) therapy. Medical device code: 2889 - deformation due to compressive stress: from scan review and additional information received from the site, kinking of the device was identified. 2976 - material deformation: scan review identified infolding of fabric between 3rd and 4th stent rings. 2423 - obstruction of flow: from scan review and additional information received from the site, kinking of the device was identified and identified infolding of fabric between 3rd and 4th stent rings. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (occlusion/ thrombosis) gave an occurrence rate of 0.237% (complaints v sales). Increasing trend in the number of complaints received has been identified. 4111 - communication/interviews: additional information was received from the site which confirmed, the event lasted until 15 jul 2019. There was slight kinking in the middle portion of the stented section of device. The patient did not indicate any allergies to the graft components. Also scan review was performed that concluded; it was reported that anticoagulation therapy was a likely factor in the thrombus formation. The thoraflex hybrid device appears to have been implanted as intended. In addition to the anticoagulation therapy, other possible contributing factors may be; kink in ascending segment of the device, compression of device at level of collar, possible infolding of fabric between 3rd and 4th stent rings. 3331 - analysis of production records: comprehensive batch review was performed and did not identify an issue during the manufacturing of this device. 4117 - device not accessible for testing: device remains implanted investigation findings: 3211 - deformation problem: during scan review it was identified that there was, kink in ascending segment of the device, compression of device at level of collar, possible infolding of fabric between 3rd and 4th stent rings. Investigation conclusion: 50 - adverse event related to patient condition: it was reported that anticoagulation therapy was a likely factor in the thrombus formation. 22 - known inherent risk of device: during scan review it was identified that there was, kink in ascending segment of the device, compression of device at level of collar, possible infolding of fabric between 3rd and 4th stent rings.

Event description:
As reported thor study: thor-001 the device was implanted on (B)(6) 2019 and the event of thrombosis occurred on 29 mar 19. Event was reported to tag on 06 may 24 thrombosis at distal stent graft end and within descending aorta. Anticoagulation was the treatment provided to the patient to address the issue of thrombosis at the distal stent graft end and descending aorta. The patient's pre- conditions were hypertension and hyperlipidaemia. No surgical intervention was required, and the patient outcome was resolved without sequelae on 15 jul 19. The patient recovered from the thrombosis event. Further information not related to this event was provided by the clinical studies team for this patient. A standard surgical procedure transesophageal echocardiography (tee) probe was used which resulted in perforation to the esophagus leading to sepsis. This required prolonged hospitalization. To address the perforation medical and surgical intervention was required, including an esophagectomy and endoscopic vacuum assisted closure (endovac) therapy. The event of sepsis subsequently resulted in an outcome of death on 08 aug 2019. This report is being submitted as a follow up 1 for manufacturing report # 9612515-2024-00035 to provide event closure information for comp (B)(4).